Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient's legal counsel that patient had an initial right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to alleged elevated metal ion levels and clicking. During the procedure, metallic colored fluid, metal debris within the acetabulum, a large cyst, corrosion of the trunnion, well-fixed stem, and dark gray fibrinous material were noted. The femoral head was removed and replaced and a liner was implanted to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following section could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 10 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 filed for the same event (reference 1825034-2015-05151 / 05152).

Event description:
It was reported by the patient's legal counsel that patient had an initial right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to alleged elevated metal ion levels. During the procedure, metallic colored fluid and metal debris within the acetabulum were noted. The femoral head was removed and replaced with a liner to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.